Event description:
Report from hospital ventilator while running on infant went in to fail to cycle with the pt initiated and volume limit led flashing. With the flow sensor removed the ventilator function correctly. Three different flow sensors tried and the ventilator went into fail to cycle each time. The infant was placed on another ventilator.

Manufacturer narrative:
Lab testing results: installed pcb into test unit, unit turned on and went "fail to cycle" with no displays active. Troubleshooted pcb and found that: software chip u13 is bad. Chip has a defective spi interface in it. Will continue to monitor.